Event description:
Ous MDR - after an implantation period of about 47 months, oversensing with inappropriate shocks was reported. No adverse patient side effects have been reported. The ICD was explanted, the lead capped and a new lead implanted.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mol2. The device was implanted for 47 months and 73 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The analysis of the available iegm's revealed the presence of noise in the right ventricular channel, which led to the charging of the defibrillation shocks, several of which resulted in shock deliveries. Hence a sensing test was performed and the device sensed the attached heart signals free of noise. Next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional. In particular, the sensing function proved to be faultless during analysis. There was no indication of an ICD malfunction. The lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.